Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to leak the lg cable connector housing a-c0002 and the x-ring defect. In addition, we confirmed u/d pulley wire and r/l pulley wire stretched; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The rotatable plug is leaky. The x-ring is defective, found out during the inspection in potsdam.